Event description:
It was reported that pump malfunction occurred without any notable events beforehand. It was reported that the customer experienced an elevated blood glucose (bg) level of 568 mg/dl. Elevated bg was addressed by correction insulin by injection, and customer did not require assistance from any third parties. The customer continued to use the pump for insulin therapy.